Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead exhibited exit block with very low sensing threshold. X-ray revealed the lead was stretched but not dislocated. The lead was replaced. The patient was in good condition, before and after the event.